Manufacturer narrative:
(B)(4). Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: device was returned for analysis. A visual inspection was performed. An introducer sheath and coil were returned for analysis. The proximal end of the coil was visible inside the hub of the introducer sheath. The coil was visibly kinked and stretched inside the introducer sheath. The apex zap tip was not visible. Dried blood was present. The introducer sheath was soaked in luke warm water in an attempt to remove the coil without success. The introducer sheath was cut to remove the coil as it was stuck in the introducer sheath due to dried blood. The coil was inspected on removal from the introducer sheath. Approximately 3mm of the proximal end of the coil was not stretched. Approximately 3mm of the distal end of the coil including the apex zap tip had been pulled off and had not been returned. Dried blood was visible on the only fiber bundle that remained attached to the returned coil. A microscopic inspection was performed. The base zap tip shape and surface was smooth. The dimensions of the coil that could be measured were found to be in specification. The number of fiber bundles was significantly below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as insufficient flush was used during the procedure. The dfu states: in order to reduce the risk of complications, a continuous flow of appropriate flush solution should be maintained between a) the microcatheter and guiding catheter, and b) the microcatheter and any intraluminal device. Continuous flushing also reduces retrograde flow of blood into the microcatheter during coil delivery and reduces the potential for contrast crystal formation and/or clotting on both the guidewire and inside the microcatheter lumen. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2015. It was reported that the coil became stuck inside the catheter. A 6mm/6.5 mm vortx 18 was selected for use. During the procedure, it was noted that the coil was stuck inside the microcatheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good. However, device analysis revealed that the apex zap tip had been pulled off and the number of fiber bundles was below the assigned specification.